Event description:
The mother of a home-dialysis patient reported coming home to find the patient unconscious on the floor. The patient had been home alone. Ems was called and the patient was transported to the hospital. It appeared the patient had completed an uneventful 8-hour treatment. The blood from the extracorporeal circuit had not been returned to the patient. The patient expired the following day ((B)(6) 2014). The cause of death is unknown. The revaclear dialyzer was discarded and not available for inspection.

Manufacturer narrative:
The dialyzer used in the home patients dialysis treatment was discarded and not available for technical investigation. The lot number of revaclear dialyzer is unknown. Gambro could neither perform a lot history record check nor a complaint history file check as the lot number is unknown. Gambro does not regard the submittal of this report as an admission of causation or liability.